Event description:
It was reported that prior to an unknown procedure, the tip of the device had been broken when opened the package. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the clevis was broken and missing. No conclusion could be reached as to what may cause the damage, as each device is visually inspected and functionally tested during the mfg process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.